Event description:
On this date I started a series of 3 synvisc shots in both knees. The synvisc pamphlet does not state to not run or do physical activity after the shots. It says you can resume normal activity the next day. Also it does not state that joint fluid buildup was a problem. I have had to have fluid drawn off my knees every month since these shots. I had this done because I had arthritis and torn meniscus but was not ready or considering a knee replacement. My knees have felt horrible since these shots. I do not know if I was allergic to the acid. Some days my knees were so stiff and heavy after these shots. It felt like glue was in my knees. More info knees to go in the synvisc pamphlets about the side effects of this injection. Also I want to know how can you get it out of your system and how long does it stay there?. Dose or amount: three injections on each knee; frequency: once a week. Dates of use: #1. 2008; #2. 2008. Diagnosis or reason for use: #1. Arthritis. #2. Torn meniscus. Event abated after use stopped or dose reduced? #1 and #2. No.